Event description:
Customer called to report the pump did not have an audible tone. Also stated the unit had an off/no power alarm. Later also reported an e-01 error on display. Device was not dropped, bumped, or exposed to moisture.